Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a surgeon noticed a patient experienced chamber shallowing and lens vaulting at the end of a procedure. The procedure was completed. Additional information has been requested but none has been received.